Event description:
A malfunction on a pump was reported by the caller. There was no reported adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump, and after the reset, the malfunction code did not recur. The customer was informed to continue using the pump and to call back if the issue reappears, which was acknowledged and understood.